Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and battery wire harness however, root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. There was no patient involvement reported with the event.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's broken battery wire harness to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Section a, patient information and section b5, executive summary: the initial submission indicated no patient was involved in the event. Physio has received additional information indicating the event occurred while in use with a patient. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Section b3, event date: the initial submission indicated the event date is (B)(6)2021. The event date has been corrected to (B)(6)2021. Section h6, health impact code: the initial submission indicated no patient involvement. The code has been updated to no health consequences or impact. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. This issue is patient related; however there was no adverse event reported.